Manufacturer narrative:
Concomitant medical products: product ID 3389-40, lot# va1atl3, implanted: (B)(6) 2017, product type lead; product ID 3389-40, lot# va1atl3, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the leads were revised and withdrawn about 3 mm as they were found to be deep.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown dystonia. It was reported that the patient had a diagnosis of a lead migration/dislodgment. The patient experienced an increase in their dystonia symptoms, dysphasia and a deterioration in walking and speaking ability. It was also noted that there was multiple system atrophy. A CT scan showed that the lead was deep. The patient's lead was revised and the issue was resolved. The etiology was stated to be possibly related to the device/therapy and possibly related to the implant procedure. The event resulted in in-patient hospitalization.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-40, lot#: va1atl3, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the revision performed was to withdraw the lead 3 mm. The etiology was updated to state the event was not related to the implant procedure.